Event description:
It was reported that the pt lifted a laundry basket that may have been too heavy. The pt was trying to raise the amplitude above 10.5 at 10.5 the pt felt the stimulation "a little". The pt previously had the amplitude at "about 7.0". No pt treatment or outcome was reported. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).